Manufacturer narrative:
A lot number was not provided. No product was returned for investigation. The product is designed with the drip chamber and spike situated on the bicarbonate side. In the event the seal was not broken between the bicarbonate and electrolytes, the patient would receive the bicarbonate solution. Though requested, no additional information was provided by the consumer or user facility. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on december 7, 2016 from the daughter of a (B)(6) male patient with an unknown medical history, who died while being treated in the ICU. The reported stated that while in the ICU approximately 15 bags of dialysate were used without the staff breaking the seal between the electrolytes and bicarbonate solutions. The patient was removed from treatment and expired an hour later. No additional information was provided.